Event description:
It was reported that during a vena cava filter placement procedure in the right jugular vein, the filter allegedly had a lot of resistance after advancing about twenty five centimeters into the sheath, so it was not possible to insert it smoothly. It was further reported that it was possible to insert it after applying various types of tension and when checking the sheath after insertion, the area where there was resistance was damaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was received for evaluation. The filter was not returned. Deformation was noted on the center portion of the introducer sheath returned. No anomalies were noted to the distal ends of both the introducer sheath and dilator. During functional testing, the pusher catheter was offloaded from the touhy-borst adapter and filter storage tube, and the touhy-borst adapter and filter storage tube were offloaded from each other. The pusher pad was present at the distal end of the pusher catheter. An attempt to load the received dilator into the introducer sheath was performed and was successful. No additional anomalies were observed throughout. Therefore, the investigation is inconclusive for the reported difficult to advance as the conditions of use cannot be recreated. However, the investigation is confirmed for the reported material deformation as deformation was noted on the center portion of the introducer sheath returned. A definitive root cause for the reported advancement difficulty and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure in the right jugular vein, the filter allegedly had a lot of resistance after advancing into the sheath, so it was not possible to insert it smoothly. It was further reported that it was possible to insert it after applying various types of tension and when checking the sheath after insertion, the area where there was resistance was damaged. There was no reported patient injury.